Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks and off label in the lips and pre jowls with skinvive¿ by juvéderm. The patient concomitantly takes ¿hormone replacements and metformin.¿ about one after, the patient had sculptra injected in the cheeks and pre jowls. Approximately two months after the initial injections, the patient experienced ¿inflamed nodules to the pre jowls.¿ the hcp performed an ultrasound, administered hylenex®, and prescribed an antibiotic as well as a steroid. About three weeks later, the ¿patient returned to office and cheeks, pre jowls and lips were inflamed.¿ the hcp performed another ultrasound, and administered 5fu & kenalog injection in pre jowl nodules. One week later, the patient returned and was not getting better. The hcp performed another ultrasound and administered 5 vials of hylenex® to entire face. About one month later, the symptoms were resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.